Event description:
The customer called for help with her new meter. While troubleshooting, she performed control tests and rec'd a result of 227 mg/dl. The normal control range is 116-167 mg/dl. The customer did not allege any adverse events. The customer had 2 different lots of test strips. It was not known which test strips gave the high control result. Both lots will be returned for eval. A new breeze2 meter sys was sent to the customer.

Manufacturer narrative:
.